Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited that a black rubbery substance clogged the air/water tube. There were no reports of patient involvement.

Manufacturer narrative:
The customer reported that they followed the national regulation/ requirements for flexible endoscopes (instruction n° dgos/pf2/dgs/vss1/2016/220 relating to the treatment of flexible thermosensitive endoscopes with channels within places of care) as referenced in the instructions for use: ¿prior to any maintenance, the endoscope is cleaned and disinfected according to the recommendations in force, unless this treatment is made impossible by its condition (for example a leak noted at the time of the leak test) requiring the endoscope to be reported as soiled and potentially contaminating¿. The device was returned and evaluated and it was found that the air/water tube was clogged with a black rubbery substance. The additional evaluation findings are as follows: the light guide lens was cracked, the charged couple device lens was chipped; the bending section cover was worn out; the bending angulation was out of standard values; there was a noisy image and yearly maintenance of biopsy channel and keytop 1 was required. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the air/water channel was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.